Event description:
It was reported that the patient experienced phrenic nerve stimulation due to dislodgement of the left ventricular (lv) lead. The lv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.